Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report, prior to intubation, foreign material was on stylet was subsequently inserted (unknowingly) into the tube.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed the stylet did not present damages in the plastic covering sheath and plastic part of the pouch is torn. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report, prior to intubation, foreign material was on stylet was subsequently inserted (unknowingly) into the tube.